Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was broken. The broken ends of the exposed cutting wire appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint incident that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to cutting wire activation during preparation. Therefore, the most probable root cause is handling damage.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used in a stone removal procedure within the common bile duct on (B)(6) 2011. According to the complainant, during preparation, the physician bowed the device outside of the patient to test for functionality. However, during testing, the cutting wire broke. The procedure was completed using another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used in a stone removal procedure within the common bile duct on (B)(6), 2011. According to the complainant, during preparation, the physician bowed the device outside of the patient to test for functionality. However, during testing, the cutting wire broke. The procedure was completed using another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.